Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a non-penumbra microcatheter, and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, two non-penumbra coils were successfully implanted into the target location. While attempting to advance a smart coil, it would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and seven other coils with the same microcatheter. There was no report of an adverse effect to the patient.